Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the objective lens of the colonovideoscope had debris. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the objective lens of the colonovideoscope had debris. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the h4 (device mfg date) field. Updated fields: h4, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.